Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0 serial/lot# (B)(6), ubd 2024-11-22, UDI# (B)(4). H3 ¿ analysis of the communicator found ¿failed battery charging bench test - tm90 micro usb port/hub is visually damaged (bad pins).¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: tm90t0, serial#: (B)(6), product type: accessory, product ID: hh9020tdd, serial#: (B)(6), product ID: a820, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial# unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. The patient reported their communicator was not charging. The patient has tried 10-15 different cords. The patient stated they just got the device replaced "a couple weeks ago". The patient also mentioned they have been getting service code 156 (application restarting due to system error) "every time" they connect to ptm since they got their handset replaced. The agent reviewed meaning of code and the patient stated they are able to connect to ptm after seeing message. The patient stated frustration with ongoing issues with both devices and mentioned they have had all of their external devices replaced in the past. An email was sent to the repair department for a replacement communicator due to the device won't charge. No indication of patient harm. Additional information was received from the patient who reported the communicator was very temperamental based on where it's placed over the pump and how they're positioned. The patient stated the handset will pause for about a minute at 90%. And was told ¿it¿s catching up for all the handsets they've had, and were told that 'it's catching up,' as previously documented. Additional information was received from the patient. It was reported that the patient got a 156 code when trying to get a bolus. The patient mentioned that the connection to the pump would lag at 90% when they were trying to connect to the pump. The manufacturer's patient services specialist (pss) reviewed information. The patient reported getting system error 0x3886868a. The patient mentioned that their pump was near their hip and it was difficult to hold the communicator above the pump in that position.